Event description:
It was reported that the catheter lumen disconnected from the hub during redressing.

Manufacturer narrative:
One 1.9f x 20cm vascu-PICC was returned for evaluation. The lumen is fractured where it enters the hub. A visual examination of the tubing revealed evidence of elongation. The edge of the break is jagged and the tube narrows at the break. The first depth marking is 1.1cm from the edge of the break. The specification for the depth marking is 1cm, indicating the lumen stretched before fracturing. Lumen material is visible inside the hub indicating that the lumen did not pull out of the hub but broke. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. We are unable to determine the exact cause of this event; however, due to the elongation of the lumen, it appears that the device was stressed beyond it's design capabilities, causing the fracture.